Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter stated that patient experienced severe hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). In 2007, patient experienced malaise, sweating, and developed yellowness. Patient's blood glucose was reportedly measured, on the accu-chek active system, with a result of 1.7 g/l. An unspecified time later, patient was admitted to the hospital emergency unit where blood glucose measured 0.3 g/l. Reporter indicated that patient was treated with sugar and jam. No additional treatment was reported. Patient was reportedly released from the hospital 2 days later. The active system was not returned to the manufacturer for evaluation.